Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable sign into the medication station. The technical support specialist remoted into the server and found that the account was getting locked out from the customer active directory according to the intrusion detection system logs. The tss informed the customer about the findings. The customer confirmed that the issue had been resolved by the hospital information technology team. The system functioned as intended after the customer side resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, user was unable sign into the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.